Event description:
The distributor reported, when the doctor was inserting the screw into the bone, the screw broke and the tip of the screw was left in the bone.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product is expected to be returned to the manufacturer, however, it has not been received to date and no evaluation has yet been performed. The lot history of the implanted unit is unknown, therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.